Manufacturer narrative:
Product analysis: at analysis it was noted that the stylus did not align, that it was off less than 1/8 of an inch. The stylus was replaced and calibrated and the connection between the link electronic module (lem) and the xy was reseated. It was additionally noted that the power cord bay door was broken and therefore the power cord bay was replaced. The hard drive was reconfigured, the software was reloaded and updated, including the custom software originally requested. The programmer then passed all console and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned to receive a software customization and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.